Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported: malformed staples. During the thoracoscopy combined with radical resection of esophageal cancer surgery, when did anastomosis of esophagus and stomach, after fired with audible feedback, noted 1/5 staples malformed. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.